Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the oxygen flow sensor, the o-rings and/or the psol valve. Covidien was not authorized to service the device.